Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). H3: device evaluated by manufacturer: change ¿no' to 'yes'. One osseotite® tapered certain® implant 4 x 8.5mm (xifnt485) was returned for investigation. Visual evaluation of the as returned device identified upper internal drive feature damage (hex). Additionally, there was bone/blood residue around the external threads due to usage. Functional testing was performed with an in-house mating screw that engaged to the implant as normal. However, the device was determined to be nonfunctional as the hex was damaged. Device history record (DHR) review for the lot (2019090919) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019090919) for similar events (complaint category keywords: damaged drive feature) and no other complaint was identified. August post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant threads were damaged when he was torquing with the ratchet wrench and the drive. Both other instruments are fine and the doctor finished the procedure using the same tools to place other implant.